Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native pulmonic native valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the embolization and sub sequent valve device placement at incorrect location is unknown. However, may be due patient factors (lack of calcification) or procedural factors (no planned pre-stent, device manipulation,) as described above.

Event description:
As reported, during a transfemoral tavr procedure in the pulmonic position, during inflation the 29mm sapien 3 valve embolized and was deployed in the ivc. The intention was to place the valve in the native pulmonic outflow tract. The patient was not pre-stented as the facility did not have the right equipment (delivery system) to deploy a stent. The physician chose a 29mm sapien 3 valve as it was believed that it would cover a longer landing area. During inflation, however, the valve embolized into the atrium and was pulled back into the ivc. The case was aborted and the patient was discharged on pod1. The patient will be rescheduled in approximately 2 weeks. The plan is to pre stent the outflow tract and deploy an s3 valve. The perceived root cause for the valve embolization is unknown but perceived to have been caused by a band of tissue.